Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.

Event description:
The initial field representative (fr) was contacted again relating to this issue. The fr indicated that he had no knowledge of the situation and that the patient was no longer being followed by the same physician. The fr indicated that the patient was currently being followed by a specific physician in (B) (6). A fr in the (B) (4) territory was contacted and visited the physician's office in order to locate the patient's chart; however, they had no record of this patient. All attempts to obtain additional information regarding this patient have been unsuccessful.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead was feeling fatigued and short of breath. The patient indicated that he had a severe headache and sat down. The patient's wife left the patient for 15 minutes and when she returned, the patient was not breathing. The patient passed away. It was noted that there was arching of a lead on the device, although which lead is unknown. The patient is undergoing an autopsy and will be cremated. Technical services (ts) recommended they turn off the device or interrogate the device prior to explant. Additional information has been requested; however, no further information is currently available.